Event description:
It is reported, bd needle filter blunt fill 18x1-1/2, foreign matter on the cannula. Description: it was reported that while preparing to extract the drug, contamination was detected on the needle. So, it is impossible to use for patient. It was reported that the drug was used with a different needle. (The contaminated needle was not used.) The hcp responded that he was familiar with vabysmo because she had used it several times and that she had followed the guidance well. Internal roche addition: black particles were observed all along the cannula. Harm to the patient: no. Additional information: the country where event occurred is south korea (republic of korea) as per notification.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.